Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer received with failed battery test alarm. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for failed battery test alarm. The troubleshooting was stopped and customer advised to monitor the insulin pump and call back if the issue continues. The insulin pump will not be returned for analysis.